Event description:
The customer reported they dropped the device on the ground and the ECG connector assembly was pushed into the device and the printer lid broke off. There was no report of patient involvement.

Manufacturer narrative:
Added report source info